Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with a belt. The belt receptacle connector was partially pulled from j1001 connector on the ca board the root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.